Event description:
It is reported that the surgeon didn't use the locking screw while implanting the articular surface. The surgeon reportedly forgot that the screw was needed.

Manufacturer narrative:
Eval summary: the zimmer lps-flex bearing knee surgical technique states that, "a secondary locking screw is required for the 17mm and thicker articular surface components when used with lps-flex components." Non-indicated use of product appears to be the most likely mode of failure. It is not suspected that the product failed to met specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened.